Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker is defective and no longer works. There was no patient involvement/harm reported.